Manufacturer narrative:
The event occurred in india. It was reported that the hl20 displayed the error message "safety-s". The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. A getinge field service technician (fst) was sent for investigation and repair. The failure was not reproducible. The pump control board, the safety system and motor control board were refitted as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The most probable root cause can be linked to hl20 risk assessment: (total) fail of device because of: - failure of motor, motor controller or control circuitry, - failure of pump control board (pump stop), - pump on/off defective, - defective tacho, relay or pump belt, wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error), - pump runaway, - pump blocked. Due to the age of the device (almost 10 years old) age related aspects can be considered as well. The review of the non-conformities has been performed on 2026-05-29 for the period of 2016-11-30 to 2026-05-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-11-30. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: safety-s" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the indian market. It is a significantly similar device to "hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701028580.

Event description:
The event occurred in india. It was reported that the hl20 displayed the error message "safety-s". The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).